Event description:
Post-tavr procedure, perclose devices failed to close the right femoral artery. The surgeon completed a cut down to close the artery. The team believed the perclose devices failed due to a preexisting right femoral repair. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).